Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient continued to received the elective replacement indicator (eri) message on their patient handset. The patient was dissatisfied with the battery performance as the ins was only implanted on (B)(6) 2023. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
G2. Foreign: ca h7. Please note, there was no recall associated with z-0132-2025. Recall was checked due to a system limitation that prevents populated h9 unless recall is checked in h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.